Event description:
End user states "the straps of the sling broke, dropping patient." No injury alleged.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01182 indicating the model number as 9070. The correct model is 9805p. (B)(4) - no RMA has been initiated for this issue. Model 9070, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer weighs (B)(6), age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9070, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer (B)(6), age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
End user states "the straps of the sling broke, dropping patient." No injury alleged